Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature display was not stable in the foley catheter after using several times.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. Photo samples were provided, however, could not be evaluated for the reported failure. The extension cable was returned without the original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath the cord was then attached to a kilo device and was able to display the temperature. Temperature displayed was slightly higher than the thermometer temperature (0.2c). Per product qe, this difference would not be indicative of a failure. The sample meets the specification as per "plug and jack must be firmly secured to wire." The device was used for diagnostic purposes. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. Corrections: d h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the temperature display was not stable in the foley catheter after using several times.